Manufacturer narrative:
Additional information received reported that it is unknown if the patient rubbed their operative eye. At the one-day post-operative visit the patient was fine, but at the one-week post-operative visit on (B)(6) 2017, the doctor noticed the lens had dislocated behind the pupil and was affecting the patient's vision. Also, the patient is a female with date of birth is (B)(6), and with an operative eye of the right eye (od). There was no incision enlargement, vitrectomy, or sutures used. The patient was seen for a post-operative visit on (B)(6) 2017 and is doing fine. No additional information was provided. Age/date of birth: (B)(6). Gender/sex: female. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A complaint history search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017.(B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 22.0 diopter intraocular lens (iol) was implanted on (B)(6) 2017. It was later explanted on (B)(6) 2017 because the lens was coming out of the capsular bag, possibly due to the patient rubbing the operative eye. The replacement lens was a non-amo lens. No additional information was provided.